Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the mildly tortuous, mildly calcified, 80% stenosed distal right coronary artery. After deployment of an unknown 3.5 x 23 mm stent, the nc trek 3.5 x 15 mm balloon dilatation catheter was used for post-dilatation; however, when inflated to 8 atm on the first inflation was found to have ruptured. There was no resistance reported during advancement to the lesion. The balloon catheter was not soaked prior to use. Another nc trek 3.5 x 15 mm balloon dilatation catheter was used to complete the post-dilatation. There was no adverse patient effect or clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The reported rupture was unable to be confirmed; however, the inner member had a tear which is likely what was perceived as the rupture. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It should be noted that the nc trek rx, global, instruction for use (IFU), states: submerge the balloon in sterile heparinized normal saline during balloon preparation, to activate the coating. In this case, the reported violation of the IFU does not appear to have caused or contributed to the complaint. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported complaint.